Event description:
During a right-sided procedure, there was a blood clot noted in the sheath. The sheath and dilator were prepped, and the side port was flushed. The sheath and catheter were placed in the femoral vein, but the sheath was not constantly irrigated with heparinized saline as routine practice. The procedure was completed with no adverse patient consequences. There is no further information available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported clot could not be conclusively determined.